Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid (590mcg/ml at 50mcg/day) via intrathecal drug delivery pump. The indication for use was asked and unknown. It was reported that the hcp's nurse was performing a scheduled refill and found a huge discrepancy in the reservoir volume. When they tried to aspirate the side port, they were unable to get fluid back. The hcp removed the pump from the pocket and found the catheter to be twisted. He untangled the catheter and reconnected it to the pump. He took out the pump, untangled the catheter, and reconnected it to the pump and placed it back in the pocket. The issue was resolved and the patient was "alive -no injury." No symptoms were reported. The event date was (B)(6) 2019. There were no further complications reported at this time.